Event description:
It was reported that there was an image problem (white screen) associated with the 9800 sys. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated the video controller board in the workstation and replaced the image intensifier power supply. The sys was tested and found to be working as intended and placed back into service.